Event description:
In 2000, the facility's pt care coordinator informed the distributor's marketing manager of the following: pt getting chemo for eight (8) months. Approximately two (2) weeks ago, the device was not working. A chest x-ray was taken that revealed a break in the catheter at the axilliary vein 3-4 cm from the device body and as a result, the device was explanted. The device is scheduled to be returned to the MFR (MFR) for analysis. No further details were provided.